Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation has been initiated. Unfortunately, as no specific lot number was identified, it limits the ability to trace or analyze a particular item. Investigation in progress. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
Consumer states he "has been using the hm14c for the past 3 yrs and likes it a lot, has trialed many others but this has been his preferred catheter. He caths after he voids 4 times a day for retention. Only upon removal from his urethra he noted some of the catheters would feel like they would have more resistance overall throughout urethra and feeling a bit uncomfortable than others." No lot number provided and no actual harm reported.